Manufacturer narrative:
Technician found the bed with note stating "broken", isolated the problem to right intermediate side rail would not latch to bed when raised up. Replaced the spring on the release latch to resolve this issue.

Event description:
Information received that the pt siderail would not latch when raised up. No injury reported.